Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump experienced a motor rate error¿ was unable to be duplicated. Found motor rate error alarms from alarm history. The probable cause was the main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump experienced a motor rate error. The event occurred during infusion. There were patient involvement and no harm reported.